Manufacturer narrative:
The device history was reviewed and showed the device was manufactured according to the specification. Visual examination of the tibial insert confirmed a fatigue fracture driven by anterior loading which is consistent with the surgeon's description that the knee had experienced chronic hyperextension. Al other factors were as expected.

Event description:
Patient was revised to address instability during range of motion. The post on the tibial insert was found to have broken. The surgeon believes it was due to hyperextension and mechanical wear.